Event description:
Surgeon was using the arthroscopic probe to probe under the patient's total knee hardware. Tip of probe got stuck under the tibial component and broke off. Tip stayed stuck into the tibial component. Surgeon attempted to retrieve it but was unable to do so.